Event description:
The device was removed as the "reservoir believed to have a leak". As reported to co, the reservoir and some assembly kit component only were removed and replaced: leaving the pump/cylinder(s), catalog #9816i, serial #193783 in place from the initial implant surgery. It was also stated the physician/surgeon,..."the reservoir was believed to have a leak, once removed, no leak was found".

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 9/19/96 and revised on 2/11/97 because the reservoir was "believed to have a leak, once removed no leak found." A reservoir was returned for evaluation. Requests for add'l info surrounding this event has been made, however, to date the info has not been received. Without the requested info, qa is precluded from commenting on the events surrounding this incident. Should add'l info be received, qa will reevaluate th is event in accordance with procedures. Examination and testing of the returned component revealed no functional abnormalities. Because testing did not reveal any functional abnormalities, qa concluded that no functional abnormalties contributed to the reported event. Because the info provided was limited and did not indicate what factors may have contributed to this occurrence, qa is precluded from determining the cause of the reported event.